Manufacturer narrative:
The customer cleared the reported fault. No ge service was required. The system operates as intended.

Event description:
The customer reported that the power cable was pulled out of the 6800 system. No patient injury was reported.